Event description:
The customer reported via phone call that the insulin pump alarmed button error after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.